Event description:
2 of 2 (please see (B)(4) for all attachments) bleeding cases of tracheal wall seen post shifting the patient from blc to blu. Investigation completed and no product returned but a picture.

Event description:
Bleeding cases at tracheal wall on smiths medical trach tubes was discovered on patients after converting from blc to blu.